Manufacturer narrative:
A visual assessment of the returned driver showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The distal tip of the driver was fractured as reported, and the retention collar was misshaped preventing appropriate system screw engagement and retention. A functionality assessment was not performed due to the damaged condition of the complaint instrument, which was removed from distributable inventory. A DHR review was performed for complaint instrument lot# and there were no manufacturing deficiencies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 11/22/2019. The root cause of this complaint cannot be reliably determined. It may be possible for the distal tip of the driver to be broken if excessive rotational force was applied, or if the driver was shifted out of alignment while engaged with a system screw. There have been four other complaints of similar nature for this system driver in the past 12 months. The manufacturer will continue to monitor for reports of broken system drivers and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 6/23/2025. It was reported that while final tightening a system screw, the distal tip of a system screwdriver was broken and requested to be replaced. There were no known patient complications or delay in treatment associated with this complaint, an alternate available instrument was used to successfully complete the procedure. A return authorization number was issued for the return of the complaint instrument, which was received at the manufacturer for assessment on 7/03/2025.